Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Add'l device implanted on (B)(4) 2010 and involved in this event: (B)(4).

Event description:
On (B)(6) 2010, this pt underwent treatment for a 7.8x7.4 cm aneurysm and extensive calcification of the iliac arteries. After a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was deployed, it was reported that severe calcification and angulation of the right iliac artery made it very difficult to cannulate the contralateral gate of the trunk. A snare technique was used to gain access to the contralateral gate, and a contralateral leg component and iliac extender component were then implanted. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2011, f/u computed tomography angiography identified a type I endoleak and aneurysm enlargement to 9.4 cm. On (B)(6) 201, an intervention was performed to treat a type I endoleak. It was reported that the pt had an angulated neck, reportedly causing a proximal type I endoleak due to distal migration of the trunk. An aortic extender component was implanted for proximal extension. Intra-operative angiography then showed a type iii endoleak occurring between the trunk and the contralateral leg component. This area was angioplastied, and angiography and ivus showed no evidence of a type I, ii, or iii endoleak. The pt tolerated the procedure.